Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The ventilator was investigated on-site. The reported technical error code indicating ventilation disabled was confirmed. The control pcb was found faulty and was replaced. The device logs were not received and no part has been returned for investigation. Since no part was returned for investigation, the root cause of the reported event has not been determined. It was observed during an external audit at getinge brazil, that servicing practices at getinge brazil are not in compliance to applicable requirements due to identified gaps in quality management system. Specifically, unanticipated repair activities were not submitted as complaints and assessed for reporting as required per regulations and as a result this report was not submitted in a timely manner. Getinge brazil has approved a comprehensive remediation plan and all unanticipated repair activities will be submitted as complaints.

Event description:
It was reported that the ventilator generated a technical error code indicating disabled ventilation. There was no patient harm. Manufacturer's ref #: (B)(4).